Event description:
Sales rep reported revision surgery. Xray and photos provided. Patient has been revised to address pain and elevated metal ion levels. Upon revision, corrosion was found on the head and sleeve. The stem was cleaned and remained in situ. Ceramic head placed on stem. The complaint was updated on: (B)(6) 2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4).depuy still considers this investigation closed.

Event description:
Update rec'd 8/4/2014- maude report 1821196486-2014-0002 received. Report indicates patient suffered from synovitis, metallosis with granulation tissue, discomfort and swelling. There is no new additional information that would affect the investigation. This complaint was updated on: 08/07/2014.